Event description:
It has been reported to philips that there are security vulnerabilities that require action on the philips servers. No adverse events or patient harm was reported in the associated complaint (B)(4). The device was in clinical use at the time of event.